Manufacturer narrative:
Both the leads were unintendedly reported explanted and returned in previous additional report 001. However, only one lead with model number 3262 was explanted, replaced and returned. Lead with model 3263 is still implanted.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-00766.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2017-00766. Additional information received identified the leads were explanted and replaced on (B)(6) 2017 which resolved the issue. Reportedly, effective stimulation was restored postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-00766. It was reported the patient experienced ineffective stimulation. Reprogramming was tried to no avail. System diagnostics revealed high impedances on the lead. Surgical intervention may be taken at a later date to address the issue.